Manufacturer narrative:
Continuation of d10: addrs1 ipg implanted on (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's representative that a year after the device was placed both leads broke. The patient was jumping from the couch, and hit the stomach area resulting in loss of consciousness and the lead was severed/frayed. It was also reported that the right ventricular (rv) lead threshold was fluctuating and too high causing the patient discomfort. The rv lead was not functioning properly and with intermittent loss of capture. Low undefined impedance and oversensing was noted on the rv lead. The leads remain in use. No patient complications have been reported as a result of this event.